Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient developed an infection in her lungs and is having a hard time breathing. Generalized illness patient code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 475cc on the left breast implant and with unspecified saline mentor breast implant on the right breast implant and experienced bilateral pain, left side deflation, right side possible capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.